Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use in a superficial femoral artery endovascular therapy procedure. The procedure was being performed to treat 100% stenosis. The target lesion contained severe calcification and moderate tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured (pinhole) with a single inflation at 10 atm for 20 seconds. The procedure was able to be completed successfully using a new ranger without sequela.